Event description:
It was reported that the navigation accuracy of the a/p (anterior/posterior) and the lateral position of the c-arm is not equivalent on the 9800/9900 elite system. The resulting accuracy of the bbn faf test exceeds 3.0 mm, which constitues a failure to the product specification. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.